Manufacturer narrative:
Additional information b5 section.

Event description:
Additional information was received stating that there was patient involvement. Harm was no associated with event.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a microclave clear neutral connector where it was reported that a peripheral intravenous (piv) was inserted for factor administration and a clave end piece was attached. The registered nurse (rn) connected the factor syringe via the luer lock, and it appeared secure, but when the medication was administered, leakage occurred around the clave connection. After removing the clave, the rn was able to administer the medication successfully through the piv without leakage. Upon inspection, the clave¿s internal plastic spring membrane remained depressed and did not close as expected. There was unknown patient involvement, and unknown harm reported.